Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the green sureform 60 reload involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported event. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure during inspection. Common causes of this failure mode exposed are typically attributed to misuse/mishandling; such as firing across a staple line or other obstructions. Additionally, the reload was found to have mechanical indentation damage to the blade edge. The reload was also found to have lodged staples. The lodged staples were wrapped around the blade. Isi received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate or confirm the reported event. The instrument was placed and driven on an in-house system. The instrument passed initialization, moved intuitively with full range of motion in all directions, the jaw opened and closed properly, and the firing test was performed twice with different orientations of the distal end. The instrument clamped, fired and unclamped without any issues both times. Additionally, signs of corrosion were found on the instrument bearing. Bearing found at the proximal end of the main tube exhibits orange discoloration. Common cause of this failure is attributed to transport/storage. The images of this event show a sureform 60 stapler instrument fired a green sureform 60 reload over a previous staple line. The green sureform 60 reload had an exposed blade about halfway down the reload. Malformed staples, loose staples, and poor tissue transection were observed. Malformed staples were seen protruding from the reload. It is difficult to tell if this is a tissue push event or a partial fire caused by firing over a previous staple line. The stapler logs show a sureform 60 stapler instrument was installed on the system 9 times and fired 8 reloads (3 green , 3 blue, 1 white, 1 green, in that order). On the first install, no clamping or firing was attempted per the logs. On installs 2-7, the first clamp was successful, and the firings were completed with no pauses for compression. On install 8, the firing was completed with 1 pause for compression. On install 9, the user made a successful clamp attempt. The logs do not show the firing, as pressing the emergency stop while firing will result in the event not being recorded. The logs show that the user pressed the emergency stop button on surgeon console 1. About 2 minutes following the e-stop, the logs show the grip release tool was detected as being used on this instrument. The system then force expired the stapler, due to the use of the grip release tool. The instrument was not used again for the remainder of the procedure. There were no incomplete clamps, or incomplete unclamps per the logs. There were no additional stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the surgeon fired a sureform 60 stapler with a green sureform 60 reload which resulted in an abnormal staple line on the stomach. The customer said the surgeon was firing over a previous staple line while forming the bypass. This stapler instrument had been used in previous fires without issue. The manual release knob (mrk) was used to open the stapler jaws without issue. The customer used a different stapler instrument and reload to continue the fire and the procedure without further issues. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional testing was performed on the sureform 60 stapler instrument used during this procedure. The logs confirm this instrument was fired 8 times during the procedure. During the 8th firing with a green reload, the logs show that the emergency stop button was pressed. Logs also confirm that the grip release tool was used to unclamp the instrument, which results in the force expiration of the installed stapler by the system. All 7 firings, prior to the pressing of the emergency-stop, show as successfully completed. For further testing, the stapler was re-installed on an in-house system and engaged and initialized on each attempt. The stapler was clamped and fired onto a foam test sheet. Firing was successful with no pauses for compression. A second reload was fired onto a hi-challenge test sheet in attempts to replicate the reported complaint of tissue pushout. There was one pause for compression prior to 10mm of completion, however the firing was successfully completed. Staples and cut line were properly formed. The main tube was manually rotated and no increased or abnormal friction was observed. Steering cables and drive cables appear in-tact and properly tensioned. The housing was removed and stapler I-beam extended for inspection. No damage or lodged components were observed within the I-beam assembly or stapler jaws. Investigation is unable to confirm nor replicate the reported event.